Manufacturer narrative:
The reported event is inconclusive since no sample was returned for evaluation. A potential root cause identified was " user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single use only {warnings] method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contradictions] method for use: do not reuse. Do not resterilize. Be careful that the catheter is nit exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils.). [They may damage the device and may burst balloon.] Do not hold the device with forceps etc. Avoid contact with an blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the catheter fell out of the patient on the day after usage. Allegedly, the balloon had been deflated and damaged.